Event description:
Ventilator #12 went inoperative while on a patient in ICU [intensive care unit]. Ventilator alarming, staff bagged patient, no injury. Placed on new 840 ventilator letter a without incident. Ventilator #12 tagged for do not use and clinical engineering notified. Per bedside rn, ventilator had a very high-pitched whistle sound that was unable to be silenced and was unable to deliver any breaths to patient.